Event description:
It was reported that during the pre-implant interrogation, this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode. The device was not used and was returned for laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This crt-d was thoroughly inspected and analyzed upon receipt. Device memory was reviewed and it was noted this crt-d recorded a memory corruption error on 11 jan 2021 that resulted in the device reverting to safety mode. The memory was corrected in the laboratory setting and the device resumed normal operation. Despite detailed analysis, the cause of the memory corruption could not be identified. We will continue to monitor field reports for similar observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the pre-implant interrogation, this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode. The device was not used and will be returned for laboratory analysis.